Manufacturer narrative:
(B)(4). Retrospective review of complaints. This has been deemed to be reportable.

Event description:
After completing a transfer, the hook and the screw attaching the hook to the sling bar fell off and landed in the patient's lap.